Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb cable no longer charged the pump. There was no reported impact to the customer's blood glucose level due to this reported issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.